Manufacturer narrative:
The suspect device was not returned for evaluation; however, photos of the device have been provided. The customer reports the handle was detached.the reported failure has been confirmed with the root cause being attributable to the method used during bonding. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Customer reported the handle was detached. No patient injury.